Event description:
It was reported by service report that the bed had a broken power inlet and there were exposed wires. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Exposed wires. Damaged power inlet module.